Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an unknown scope communication error. The issue occurred during a diagnostic colonoscopy, which was completed using an olympus backup device. No patient harm was reported.